Event description:
It was reported that there was leakage when the nurse conducted a flushing trial with the sp72. When the nurse continued to do suction to the patient, the leakage occurred. The suction was done with a straight suction catheter in the hospital premises. The operator of the device was health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.